Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was pt reported they could barely feel stimulation when standing up and when they laid down they would feel "shocks" since "about a month ago." Pt mentioned they had a recent fall and was unsure if that caused their issue. Pt noted they had an upcoming appointment with their hcp for their issue. Pt mentioned they were currently going to the emergency room and needed an MRI. Pt confirmed their emergency room visit was not related to complications with their spinal cord stimulator (scs). Pt mentioned their ins was "discharged" and they couldn't enter MRI mode (patient services specialist (pss) understood this as their ins was depleted and they couldn't enter MRI mode). Pss reviewed several alternatives to enter MRI mode with the pt when the ins was depleted. Pt said they would speak to the hcp for alternative imaging. Pt noted the MRI was related to their tendons. Pt noted they were waiting to make an appointment with their hcp because they were in the transition from moving from (B)(6). The patient was redirected to their healthcare provider to further address the issue. Redirected caller: patient's hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient would crank their stimulation up to 4.4 to feel, if they did "the cough test". But when laying down flat the patient's stimulation was shocking their entire body. If the patient lays flat they have to turn down their stim to 3.2 or less, and turn their stimulation up when standing or in their chair. The issue has not been resolved yet.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.